Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the cable detached from the monitor. The cable was reconnected. No report of patient involvement.

Event description:
The hospital reported that, during boot-up, the unit had a system malfunction. There was no report of patient involvement.